Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead could not sense the sinus rhythm. Settings were already in most sensitive. Threshold measurement did not increase. P-waves amplitude did not change and can still be seen on the wireless and surface electrogram. Impedances were normal. Boston scientific technical services discussed that lead could be possibly be dislodged and a chest x-ray was suggested. Attempts to obtain additional information were unsuccessful. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.